Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering insulin without any action from the user, especially after a cartridge change. This happened on three or four occasions, last time on the date logged in b3. This unintended insulin delivery resulted in hypoglycemia (glucose values unknown) which the patient was able to self-treat with food/drinks.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.